Manufacturer narrative:
B5-additional and corrected information: the lens was implanted on (B)(6) 2014. Reportedly, "the result was ok and the patient was happy" after the initial lens was implanted. Refractive change over time is reported due to myopia growth. (B)(4).

Manufacturer narrative:
Sex weight, ethnicity, race - unk. Date of event - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2, -4.0/+4.0/140 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2014. Manifest refraction is reported. The lens remains implanted.